Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 491, 391, 108, 104, 116 mg/dl. Tests were done within 11-20 minutes with a difference of 69%. Patient did not experience any adverse event. No further information has been reported.